Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions both breaching superior vena cava cable lumen proximal and distal to suture tie impression both with intact inner coil lumen and etfe cable coating. The cause of external insulation abrasions are consistent with friction to device can and friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.